Event description:
Boston scientific crm received info that this dextrus right ventricular lead dislodged one day post-implant. In a revision procedure the lead was explanted and successfully replaced by a new lead.